Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39633 it was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on 7 sep 2022. It was also noted that the right atrial lead exhibited noise. Programming changes was made. The patient was stable in condition.